Manufacturer narrative:
The reagent lot numbers 941130 and 953106 for triglycerides were provided. It is unknown which lot was used. The expiration dates were not provided. The other reagent lot numbers or expiration dates were not provided. Additional samples with questionable results were provided. The alkaline phosphatase (alp), uric acid, and ldh assays were also affected. Please refer to the attachment "(B)(4)" for the additional patient sample results. If not listed in the attachment, the result unit of measure was not provided. The investigation is ongoing.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable triglyceride results for 5 patient samples on a cobas c 503 analytical unit. Sample 1: the initial result was 3.21 mmol/l, and the repeated result was 1.22 mmol/l. Sample 2: the initial result was 3.32 mmol/l, and the repeated result was 0.92 mmol/l. Sample 3: the initial result was 3.27 mmol/l, and the repeated result was 1.46 mmol/l. Sample 4: the initial result was 2.86 mmol/l, and the repeated result was 0.68 mmol/l. Sample 5: the initial result was 2.94 mmol/l, and the repeated result was 0.90 mmol/l. The samples were tested between (B)(6) 2026.